Event description:
It was reported that on (B)(6) 2023, upon opening a large confidence cement kit and following the precise mixing instructions, the cement seemed to harden and when attaching the vial that is supposed to fill with cement, the vial did not fill and the cement appeared still grainy instead of smooth. A second large confident from the same lot. Again, the same issue occurred where the vial did not fill and the cement looked incorrect. All ingredients were mixed as measured and timed when mixing. Lastly, we opened a half dose 5cc confidence kit, and the goal of liquid was broken and unusable. No contact was made with patient. The surgery was surgery was successfully completed with surgical delay of 20 minutes. This complain involves three (3) devices. This report is for one (1) confidence kit, no needles. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.